Event description:
Journal reference: dones, I. "Intrathecal baclofen for the treatment of spasticity." Acta neurochir suppl. 2007; 97(1): 185-8. This article describes the clinical features of spasticity and using intrathecal baclofen as a means of treatment. Additionally, the author discusses his/her clinical experiences of testing before the surgery as well as clinical expectations during and after the procedure. No original research was conducted. Reportable event: one patient with spasticity suffered a catheter dislocation after undergoing a massage on his backbone. No other details provided. It is not stated which type of pump the patient had: programmable or gas-propelled.